Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 326 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The insulin pump passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. The device also alarmed low battery alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with minor scratched display window, case and keypad overlay.